Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, a black rubber-like foreign substance came out of the nozzle. No nozzle deformation or damage has been reported. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." 3) "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." 4) "manually cleaning the endoscope and accessories. Flush the air/water channel with detergent solution, remove detergent solution from all channels." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation unidentified black rubber like debris was found in the mouth of the air and water channel. Due to this blockage; the air volume, water flow, water removability and water volume did not meet specifications. This finding was due to user handling. Upon further inspection, it was observed that the adhesive of the light guide cover glass was uneven. It was also observed that the adhesive of the optical cover glass was worn. It was observed that the adhesive on the distal end was lifting. It was lastly observed that the left and right angle was straining and did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had a blocked air and water channel. The reported issue was discovered during reprocessing of the scope. There was no patient/user harm or injury reported due to the event.